Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch has no alarm. As stated on the repair statement additional malfunction on this device: power switch has no alarm.